Manufacturer narrative:
(B)(4). Product performance engineering summation - product performance engineering reviewed the incident. No leaks were noted during preparation for use, which may suggest that the balloon was not damaged prior to use. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. Possibly the balloon material was damaged during interactions with other devices and/or the calcified lesion, such that the balloon ruptured upon inflation attempt during the procedure. There does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion had no tortuosity, was moderately calcified with a 90% stenosis. The stent delivery system balloon ruptured at 12atms when deploying the stent. The stent implant was post-dilated using a competitor's balloon catheter. No patient effects were reported. No additional event or patient information is available.